Event description:
It was reported that during a da vinci lobectomy procedure, during extraction of permanent cautery hook instrument from patient, the instrument was hard to remove. Trocar and instrument was taken off from the patient safely. Noticed on instrument that little piece of plastic like a pin at the tip was loose and partially popped out. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.